Event description:
It was reported that MRI guidelines were requested. The patient was terminally ill with cancer and the reason for the MRI was unknown. The patient was not going to be able to provide feedback during the scan. The patient had a portion of the lead removed on 2015 (B)(6) by a surgeon for unknown reason and the implantable neurostimulator (ins) was still in place. Therefore, the patient was now not fully body scannable. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).